Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2017 with melena and down-trending hemoglobin and subtherapeutic international normalized ratio (inr). The patient denied abdominal pain, nausea, vomiting, or hematochezia. The patient was on coumadin and was started on intravenous proton pump inhibitors and daily iron sucrose infusions given concern for gastrointestinal absorption of oral iron. The patient underwent an esophagogastroduodenoscopy which was negative on (B)(6) 2017 as well as a capsule study that was also negative and a colonoscopy that was negative. There were small non-bleeding polyps that were not biopsied or snared and hemoglobin remained stable in the high 7 g/dl to low 8 g/dl range. Reticulocyte panel was checked and showed appropriate response. Patient was switched to 30mg oral lansoprazole twice a day. There were no blood transfusion requirements.